Event description:
Additional information was received from the nurse indicating that the symptoms started on (B)(6) 2016. The nurse indicated they do not know if the left vocal paresis was resolved. It was reported that the patient is now feeling well.

Event description:
It was reported that a vns patient was having left vocal cord paresis and coughing with blood. Those adverse events were considered as serious. It was reported that the patient¿s device was switched off on (B)(6) 2016. Additional information was received from a nurse, indicating that the vns was programmed, for a small time, at the following settings: output current: 3ma ¿ frequency: 20hz ¿ pulse width 250sec ¿ on time: 7sec ¿ off time: 0,2min and magnet output current: 3ma ¿ pulse width: 250sec ¿ on time: 60sec. It¿s a duty cycle of 58%. It was reported that the symptoms improved before the vns was turned off. It was reported that the vns generator was turned on again on (B)(6) 2016 and the settings were programmed as follows: output current: 1.5ma ¿ frequency: 20hz ¿ pulse width: 250sec ¿ on time: 30sec ¿ off time: 5min (it¿s a duty cycle of 10%). The lead impedance was within normal limit with a value of 2597 ohms. The patient does not show any symptoms with those new settings. It was also reported that the patient was having hoarseness but it¿s the same as when vns was turned off. Review of manufacturing records confirmed all tests passed for the concerned generator prior to distribution.